Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-15662, 2017865-2020-15664. It was reported that the patient presented in clinic for a follow-up one day post implant. It was noted that all parameters were normal and the patient was dependent. Later that day, the patient presented to the intensive care unit. Upon interrogation, it was noted that the pacemaker exhibited loss of capture and the right atrial lead was unable to sense p-waves. The physician administered medication. The device was able to capture and the lead was able to sense p-waves after the medication was given. Programming changes were made. The patient deceased a few minutes later. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was due to cardiac arrest, complete heart block, and asystole pulseless electrical activity arrest due to acidosis.